Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as lens remains implanted. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device is not returning as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a trailing haptic came out torn during implantation. The lens remains implanted. Reportedly, the suspect intraocular lens (iol) was planned to be explanted on (B)(6) 2022. It was noted that there was no visual issues.

Manufacturer narrative:
Additional information: further information received that currently, there are no plans to explant the iol. Reason being that the corneal endothelial cells have fallen to 1200 to 1400, and the doctor was thinking any additional surgery is not possible. There was not any comment on its relevance to jjsv products. No comment was also made on the relationship between the product and the event that haptic detached. The centering of the lens in the eye was not good and the edge of the lens is visible in the mydriatic state. No information was available on patient outcomes either. The doctor will just intend to monitor the patient's future progress. No other information was provided. Field below updated. Section h6: health effect clinical code: 1845. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that this information was left out from the initial report. Information was that the customer used balanced saline solution (bss). It was at a constant speed when the intraocular lens was extruded. The bss was injected and lens implanted immediately. There was no resistance during extrusion of lens. The lens folded in the cartridge (within 10 minutes). When pushing the plunger, it was about 1 second without stopping or pushing it back. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: jun 7, 2022, section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with a piece of the lens inside of the cartridge. The external assembly was inspected and no further issues were identified. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. The piece of the lens was removed from the cartridge and cleaned. Revealing that it was a portion of the lens torn off from the optic body around the haptic, in a way where the haptic was not damaged. The complaint issue (dc-haptic detached) was not confirmed per definitions provided by amo-04-d024, despite the observed dc-iol torn being similar to the reported complaint issue. Therefore, the similar complaint issue "dc-iol torn" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.